Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. A complaints database review revealed other similar events submitted by the same hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of an alleged m. Chimaera infection, no information about date or fact of diagnosis a male patient on (B)(6) 2019 underwent an open-chest cardiac surgical procedure (replacement of aortic root and valve) with cardiopulmonary bypass using a livanova heater/cooler 3t device at (B)(6) hospital. At that time the hospital did not follow the specific recommendations by the FDA to minimize or eliminate the unreasonable risk of airbone transmission of ntm / m. Chimaera to patients undergoing open-chest cardiac surgical procedures. In (B)(6) 2020, the hc 3t devices used in this hospital were replaced with new version of 3t (vacuum and sealing upgrade). From (B)(6) 2021 to (B)(6) 2021 the patient has had clinical worsening due to the recurrence of certain symptoms (e.g. Weight loss, weakness, fatigue, cough, abdominal pain, granulomatous (B)(6), brain fogginess). On (B)(6) 2021 he was diagnosed with chorioretinitis resulting from disseminated m. Chimaera infection; aortic valve was removed and positive culture for m. Chimaera was found in aortic tissue and valve itself. Patient is living.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. A complaints database review revealed other similar events submitted by the same hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of an alleged m. Chimaera infection, no information about date or fact of diagnosis a male patient on (B)(6) 2019 underwent an open-chest cardiac surgical procedure (replacement of aortic root and valve) with cardiopulmonary bypass using a livanova heater/cooler 3t device at university of kansas hospital. At that time the hospital did not follow the specific recommendations by the FDA to minimize or eliminate the unreasonable risk of airbone transmission of ntm / m. Chimaera to patients undergoing open-chest cardiac surgical procedures. In (B)(6) 2020, the hc 3t devices used in this hospital were replaced with new version of 3t (vacuum and sealing upgrade). From 19 february 2021 to 16 september 2021 the patient has had clinical worsening due to the recurrence of certain symptoms (e.g. Weight loss, weakness, fatigue, cough, abdominal pain, granulomatous hepatitis, brain fogginess). On (B)(6) 2021 he was diagnosed with chorioretinitis resulting from disseminated m. Chimaera infection; aortic valve was removed and positive culture for m. Chimaera was found in aortic tissue and valve itself. Patient is living

Manufacturer narrative:
Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova deutschland learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. The result of microbial sampling performed at customer site revealed that two devices in use at the hospital were found to be contaminated. It is not possible to determine if the device used for this specific surgery was one of the two devices confirmed to be contaminated and if the device used was actually contaminated at the time of surgery. No DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of the surgery on (B)(6), 2019. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
D4: involved 3t serial number has been provided, therefore dedicated section has been updated. H4: as serial number has been provided, manufacturing date has been updated. H11: through follow-up communication livanova learned the following additional information: patient name (rw): serial number of the 3t involved: (B)(6); clinical course: acid fast bacillus (afb) blood culture from (B)(6) 2021 positive for mycobacterium avium-intracellular complex. Cultures from (B)(6) 2021 positive for mycobacterium chimaera and mycobacterium avium-intracellulare complex. Event outcome: patient deceased on (B)(6) 2022. Legal lawsuit has been issued and no further information has been made available. Device history record (DHR) review of involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. The device possibly involved and in use at the hospital at the time of surgery (B)(6) 2019 was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.